Event description:
As reported to MFR: while outside on grounds, ventilator started alarming and low pressuring. Unable to find leak in circuit; removed the circuit at the vent exhalation port and occluded opening; vent did not high pressure. Vent changed out.